Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: a sample was returned to sbdm, lot number is 2009101. Sbdm noticed a fm, and suppose that it is particle of rubber port in the vial as of the same material of rubber port in the vial. Infrared spectrometry (ir test): from ir analysis of the complaint sample, the fm is same component with material of rubber port in the vial (latex gloves). The results of medicine & air hole of spike measurement (measured by vernier caliper): sbdm measure size of medicine hole, and air hole of received sample (cavity number 15) and retention samples, the hole size all samples are in spec. House sample inspection: sbdm checked 30 house samples of the complaint product (IV set an115 23g 1in bp, lot no. 2009041, 2009091 & 2009101), there was no defective product found. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2009091), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. Root cause: from investigations, the spike hole is in spec. The likely cause that the spike was pierced through the rubber port, fragment of rubber port separated and then it flowed into the i.v set line. It might be occurred when too sharp injection hole in the spike tip is pierced too soft vial rubber. As per korean standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 (200 mesh), there is little possibility that foreign matter can flow into human body.

Event description:
It was reported that the IV set an115 23g 1in bp had foreign matter in it. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the IV set an115 23g 1in bp had foreign matter in it. The following information was provided by the initial reporter: "foreign matter".